Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and the pebax was found damaged allowing metal to be exposed with reddish material inside. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter that was identified to have external damage on the pebax. It was reported that during the procedure, while ablation was being delivered to left pulmonary vein (lpv), the temperature was not displayed. The ablation was stopped and after that the ablation could not be conducted since the temperature was not displayed. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter for another one. The procedure was completed without patient's consequence. The issue of no temperature displayed is not MDR reportable since ablation cannot be performed since there is no rf energy applied. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the clear pebax sleeve was damaged in two places allowing metal to be exposed when slightly bent. This also allowed reddish material inside sleeve. This finding has been assessed as an MDR reportable malfunction. On 4/9/2019, a second visual analysis found the pebax was damaged and reddish material was inside the pebax. This finding continues to be assessed as MDR reportable. This event was originally considered non-reportable, however, bionsense webster inc. (Bwi) became aware of a reportable malfunction through visual analysis on 03/29/2019 and has reassessed this complaint as MDR reportable.